Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corner, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump was exposed to sweat and hot weather. No further information reported.